Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Bearings noisy and vibrates. Bur bearing and drive nearing's failing. Button has mark from getting hot. Button has wear on inside from contacting chuck pusher. Need turbine, cap, and drive assembly replaced.

Event description:
It was reported that a midwest e plus 1:5 ca overheated; no injury resulted.